Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part # 287902000. Lot # pm0609. Batch # 1 qty 4 release to warehouse date: january 8, 2010. Batch # 2 qty 17 release to warehouse date: july 14, 2009. No ncr's were generated during production. Visual inspection: the concorde impctr strght (p/n: 287902000, lot #: pm0609) was returned and received at us customer quality (cq). Upon visual inspection, the radel handle on the device was observed to be broken. No other issues were identified. Device failure/defect identified? Yes. Dimensional inspection: complaint relevant dimensions cannot be taken due to post-manufacturing damage on the device. Document/specification review: the following current and manufactured revision of drawings were reviewed: quicksilver - impactor no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion the complaint condition was confirmed for the returned devices. No definitive root cause could be determined based on the provided information. The unintended external forces might have contributed to the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Libertas: it was reported that on (B)(6) 2021, the concorde impactor straight was broken during reverse logistics audit of returned device at third party servicer. There was no patient involvement and no additional information is available. This report is for one (1) concorde impactor straight. This is report 1 of 1 for (B)(4).